Event description:
On 20th february 2026, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that the lens got stuck in the injector, folded and resulted in the haptic becoming amputated. The lens was left in situ; however, post-operatively, low visual acuity was reported by the patient.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector, folded and resulted in the haptic becoming amputated. The lens was left in situ; however, post-operatively, low visual acuity was reported by the patient. On an unknown date post-operatively, the patient underwent an additional surgery and the lens was explanted and exchanged. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. There was no harm or injury to the patient. The device has not been returned. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The verbatim report received states that the lens got stuck in the injector. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens in this case represents a deviation from the IFU and is the likely causative factor of the lens being delivered with an amputated haptic. Our review of production records for the rayone galaxy toric rao615x batch 105284387 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 105284387.